Manufacturer narrative:
The device, used in treatment, has not been returned for evaluation. Photographic evidence has been provided, however, the image does not clearly show evidence of the reported event and we cannot confirm a relationship between the device and the reported event. A review of the manufacturing records confirmed the device was released according to specification, complaint history review found further instances. A review of the manufacturing process was performed, and a root cause of inadequate standard operating procedure has been assigned. Corrective action has been assigned regarding this event to reduce the probability of further reoccurrences. This investigation is now complete, smith + nephew will continue to monitor for any adverse trends relating to this product range. (B)(4).

Event description:
It was reported, the coband layer of profore lite system kit case 8 are so tight it's very difficult to get a proper wrap, therefore, is impacting the ability to use. It is unknown whether this problem was noticed in a therapeutic environment or not; therefore, patient involvement has not been confirmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device was not returned for evaluation, images have been provided confirming the reported event. Evaluation of the supplied images confirm the coband layer are not consistently rolled a documentation review has been conducted, confirming previous complaints of this nature, with corrective actions assigned, which established and inadequate standard operating procedure as the root cause. The instructions for use contain comprehensive instructions on the safe operation and use of the device. The risk files mitigate the reported issue with no updates required. Smith and nephew can confirm the device was released according to specifications and continue to monitor for adverse trends relating to this product range. This investigation is now complete, with no additional corrective actions deemed necessary.